Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Retainer ring = black. Customer returned pump for alleged repeating insulin flow block alarm found on (B)(6) 2021. Pump was coded for no delivery/occlusion alarm during priming. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus. Confirmed pump alarm insulin flow blocked alarm on (B)(6) 2021 three times starting at time 13:27:13.000 during bolus in pump downloaded history. No unexpected insulin flow blocked alarms in pump history download. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: overlay scratched, cracked keypad overlay, pillowing keypad overlay, and corroded battery tube. Pump passed function testing. No unexpected insulin flow blocked alarms noted during testing or listed in pump downloaded history.

Event description:
Medtronic received information that no delivery/occlusion alarm during priming occurred. There was no adverse impact or consequence reported as a result of this event.